Event description:
It was reported by service report that the foot end lift jack drifts down. The customer could not determine if there was pt involvement or if there were adverse consequences to report.